Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 36 and 48 hours. The patient reports having redness and swelling at the pod infusion site. In addition the patient reports their blood glucose level had rose to 415 mg/dl. The patient administered correction boluses and applied a new pod prior to going to the hospital. Once at the hospital the patient was diagnosed with cellulitis at the pod infusion site. The patient was prescribed both bactrim and amoxicillin. The patient was released from the hospital after 3 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.